Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient with abdominal sepsis underwent an emergency laparotomy procedure on an unknown date and suture was used. The patient experienced incisional hernia on an unknown date with a second procedure to repair the hernia on an unknown date. The author opined "it was related to the technique of abdominal closure and a multifactorial analysis of patient and intraoperative factors e.g. Interrupted suture or continuous suture, absorbable or nonabsorbable suture,... But not related or designed to evaluate your product or failure of the product"